Event description:
It was reported that the patient line of a homechoice cassette leaked. This occurred during set up of automated peritoneal dialysis therapy; when the line was primed and the patient was getting ready to start therapy, just before connecting. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.